Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. Customer reported being unable to test her blood sugar level because of the error message. She also reported symptoms of feeling light headed and blurry vision. Customer self treated with a sugar cookie to stabilize her blood sugar. There was no report of death, serious injury or third party medical intervention.